Event description:
Edwards received notification of a sapien m3 procedure in mitral position where an echo was performed during the patients heart failure hospitalization that revealed leaflet motion restriction of the mv (mitral valve) with findings suspicious for prosthetic valve stenosis. No actions were taken. The patient has a history of paroxysmal a-fib, lbbb, congestive heart failure, hyperlipidemia, hypertension, aortic valve disease, tricuspid valve disease, pulmonic valve disease, mitral valve disease, prior sternotomy non-CABG, prior sternotomy, savr, and major surgery. The patient was anticoagulated with eliquis and asa since baseline. The patient was hospitalized and later expired due to heart failure, as reported by the site. There were no interventions reported for this echo finding. Based on the limited information provided, the reported leaflet motion restriction with findings suspicious for prosthetic valve stenosis cannot be ruled out as a contributing factor to the patients heart failure and death.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. D4 UDI number: (B)(4).